Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025 . On (B)(6) 2025 , the patient was eating at a restaurant when she checked her cgm and it was 43 mg/dl. She did not have a glucometer so her daughter gave her two glasses of orange juice and three pieces of candy. Shortyly after, the patient passed out. An ambulance arrived around 11:30am and transported the patient to the hospital. At the hospital, a finger stick was taken and it was 300 mg/dl. The doctor administered the patient with insulin. The patient was admitted for 3 days and returned home on (B)(6) 2025 . The patient went back to the hospital on (B)(6) 2025 for further testing and was still admitted at the time of the report (B)(6) 2025 . At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.